Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient had a healthcare professional (hcp) that came out to refill her pump several weeks ago. Since then, her patient programmer (ptm) had not been working right. The patient could not get her ptm to give her a bolus of medication because she was getting the communication unsuccessful (poor communication) screen. The patient got out the ptm and powered the ptm on. The patient noted that her home screen showed "ok" and the ptm battery level was 3/4. The patient noted that she was facing the ptm screen towards her body. The patient attempted to request another bolus and reported that the light blinked, but she was still getting the communication unsuccessful screen. No out of box failure was reported. No medical or therapy problem related to a small components product was reported. Patient called back and said she got the replacement ptm but she was seeing a screen showing that she had to couple the ptm. The patient was seeing the out of box screen, and she was not able to couple the ptm with the pump after multiple attempts. Additional information was received from a consumer on (B)(6) 2018. It was reported that the manufacturer representative (rep) was able to get the replacement patient programmer (ptm) to work then about 3-4 hours later the ptm wasn't working again. She put brand new batteries in the ptm. The patient confirmed she was using alkaline batteries. The patient did not use an antenna. The patient tried twice to get a bolus and both times she saw the can't communicate message. An email was sent to repair for an antenna. Patient mentioned antenna was received following call on (B)(6) 2018 had not resolved issue. The patient mentioned she tried using ptm in all rooms of the house away from electromagnetic interference (emi). Additional information was received from a consumer on (B)(6) 2018 indicated the patient was receiving intrathecal fentanyl 300 mcg/day via an implanted pump for non-malignant pain. The patient called back about the same issue as reported previously regarding the replacement ptm. It was noted she just received a replacement ptm and her external antenna did not work with it. The patient had not heard back from the company representative (rep) and a message was sent out, but we did not receive a response back from the rep. Troubleshooting was tried again and had the patient tried it without the antenna. The patient was still getting the poor communication screen. The patient confirmed when she went to the healthcare provider (hcp) and the rep came the ptm worked and she used the ptm in the office before she left. The next time she tried it did not work. The patient mentioned she knew how to use the ptm and s he also tried using it in different areas. The patient was asked if the position of the pump felt any different and the patient said no and did not think the position of the pump was any different. The patient then reported she lost 43 pounds being sick and it did sort of feel like the pump was not in the pouch that they made for it. She then said she did not know. She had always been able to move it, was sort of 'floaty'. Later on in the call the patient was asked to clarify again and the patient denied the above stating the position of the pump felt like it always had. It was further reported the patient had become sick in (B)(6) 2018 and it was not related to the pump. She had a rhabdomyolysis. She was in the hospital for almost 5.5 weeks all together and lost weight because she was in the hospital not related to the pump. The patient reported (B)(6) 2018 through (B)(6) 2018 the patient lost 43 pounds from being sick. The patient was not clear on whether the pump was positioned correctly. At first, she said she had not noticed any change, and then reported it did feel like it was not in that pouch now that she lost weight and she always was able to move it, it was floaty, and then confirmed the pump felt like it always had. No further complications were reported/anticipated or expected.